Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported puncture in the cylinders cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use (IFU) was completed. Perforation is documented as an adverse event. Also, there is no evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery. It was said that during surgery a hole was unintentionally created in the cylinders; a second set was then opened. When the physician was going to implant the new cylinders, it was found that the urethra was perforated and the implant was aborted. There were no additional patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery. It was said that during surgery, an accidental perforation in the cylinders were made and a second set was opened. When the physician was going to implant the new cylinders, it was found that the urethra was also perforated and they aborted the case. There were no patient complications.